Manufacturer narrative:
Additional information: d1, d4 (model #, catalog #, unique identifier (UDI) #), d8, g3, g4 (PMA / 510(k) #), h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10. Concomitant products: egiaustnd, egiaustnd endogia ultra univ std stap (lot p4k0990); egiaustnd, egiaustnd endogia ultra univ std stap (lot p3l0856). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an appendectomy, the first device was unable to close completely, making firing impossible to achieve. The same issue occurred with a second handle. To resolve the issue, a stapler from another manufacturer was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reloads had a full staple complement and the jaws were open. Functionally, the reloads were loaded into a representative instrument. The jaws were clamped, and a noticeable gap could be seen. The reloads were cycled without hesitation or binding and were applied to test media. All staples were placed, and the test media was cleanly transected. The reload interlocks were tested and found to function properly. It was reported that the jaws were unable to close completely. The reported issue was confirmed. The most likely cause was traced to device design. Internal process improvements were initiated to mitigate this issue. The manufacturing records for each device were thoroughly reviewed prior to release to ensure that it met all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an appendectomy, the first device was unable to close completely, making firing impossible to achieve. The same issue occurred with a second device. To resolve the issue, a stapler from another manufacturer was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: d4 (model #, catalog #, unique identifier (UDI) #), d9, g3, h3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.